Event description:
The customer reported that his olympus visera elite video system center was not producing an image during preparation for a therapeutic procedure. According to the initial reporter, another device was used to complete the procedure without any patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, no image was appearing while testing the subject device. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a broken pin on the video connector. The specific root cause of the broken pin on the video connector could not be determined at this time. Olympus will continue to monitor field performance for this device.